Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot, and cracked reservoir tube.

Event description:
It was reported that the customer had a motor error alarm during basal delivery of the insulin pump. The customer's blood glucose level was 244 mg/dl. The patient was assisted on how to clear the alarm and advised to disconnect to the insulin pump. The customer was informed after the troubleshooting was performed to discontinue the use of the insulin pump. The customer stated that she will return her oow pump for analysis. The patient was advised that we will replace the insulin pump. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.